Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x magnification reveals that lens received has a detached haptic, what appears to be viscoelastic residue, surface scratches and surface residuals (fiber/particles). The conditions observed are consistent with a lens that has been handled during the insertion process. The investigation results reasonably suggest that the condition of the lens is caused by user error. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that after the implantation of an za90030220 the surgeon noted that the leading haptic was distorted. The surgeon enlarged the incision and cut the lens into pieces to remove it. He then inserted another iol of the same model and diopter and the procedure was successfully completed. The patient is reported to be doing fine.

Manufacturer narrative:
Age at time of event: (B)(6) years. Follow up information from the reporter: haptic looked ok upon loading. When entered the eye, lead haptic broke off at the optic juncture. Incision enlarged to 3.2 mm. Lens was removed and a new lens put in without incidence. No patient injury. Yes; returned on 10/27/2014. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing records were reviewed. All process operations in the manufacturing were in compliance with manufacturing procedure specifications. No deviation or nonconformance was found related to the complaint type reported. All pertinent information available to the manufacturer has been submitted. Placeholder.